Event description:
It was reported that the patient experienced prolonged high glucose with a highest continuous glucose monitor (cgm) reading of 314 mg/dl while using the ilet bionic pancreas and a contact detach infusion set on the stomach. The cgm (freestyle fsl3+) was reading inaccurately compared to a glucometer value of 247 mg/dl, and the patient had eaten lunch without a meal announcement; the agent provided troubleshooting and education, including calibrating the cgm and advising on the proper process for meal announcements. Symptoms included irritability associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface implicated given the reported misunderstanding about meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.